Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 23mm aortic valve implanted for 3 years, 11 months underwent valve-in-valve procedure due to severe stenosis and regurgitation. A 23mm valve was implanted. Post implant tee and supravalvular aortography revealed no paravalvular leak. The patient was discharged home in good condition on pod #1.